Event description:
The event is reported as: the customer alleges that there was a leak through the filter. It was found at the leak test of a ventilator. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.